Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The egv on the dexcom display device kept saying that its low at the time of the event. It was not specified nor clarified whether the patient was checking the bg. The patient reportedly kept on treating the ul egv, and he said he ended up in the hospital. The patient stated was he was feeling tired and he drank orange juice and ate graham crackers and peanut butter. Also at the time of event, the patient's mom noticed that he is not looking good, so the parent rushed him to the hospital. At the hospital, the bgm reading was 1050 mg/dl while dexcom displayed low. He was treated with an insulin pump and stomach medicine. Patient was admitted for 2 days. At the time of the report, the patient's condition was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.